Manufacturer narrative:
H6: device code clarifier 1494 - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after an ablation interventional procedure using an 8.5f sheath. Reportedly, resistance was felt while pressing the plunger and it was unable to be advanced to the body. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the plunger could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. It was reported that an arteriotomy closure was attempted with the prostyle device after an ablation interventional procedure using an 8.5f sheath. It should be noted that the prostyle instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the absence of performing the pre-close technique would not contribute to the reported difficulties. A conclusive cause for the reported mechanical jam could not be determined based on the returned device analysis. Factors that contribute to mechanical jam with the plunger may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.